Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated and pump insulin was suspended. Customer's blood glucose (bg) was elevated (value not provided). As the contact did not have pump at the time of the report, tandem technical support (cts) was unable to troubleshoot. Although additional information was requested by cts, contact did not reply.